Event description:
It was reported that many pumps that were one year old or less were failing preventive maintenance (pm) checks. The failures were different things; most commonly upstream, downstream and air detector sensor failures. No patient injury was reported.

Manufacturer narrative:
Operator of device: patient/consumer. The device was returned for evaluation. Visual and function testing were performed. No physical damage was found on the device. No issue was found in the event history log. During a functional test, the reported problem was duplicated - downstream sensor failed occlusion test which was caused by a faulty downstream sensor. The root cause could not be determined. The downstream sensor was replaced. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).